Event description:
A patient reported expereincing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 88 mg/dl vs. 128 lab. Tests were done within 21-30 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.